Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 300 mg/dl range. Pump supplies were changed and a bolus was delivered to address bg. Customer did not know cause of event. Pump system check was performed and the pump time was off by 1 hour. Tandem technical support assisted the customer with correcting the time. Customer did not believe time was the cause of the elevated bg. No other device issues were identified.